Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (a-com) using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (handles). During the procedure, the physician deployed a smart coil into the target vessel but was unable to detach the coil using the handle. Therefore, a new handle was opened and the smart coil was detached without an issue. The procedure was then successfully completed using three additional smart coils and the second handle. There was no report of an adverse effect to the patient.